Event description:
MFR received a letter from an attorney alleging that "user fell out of chair on numerous occasions due to improper positioning of a custom footplate." Attorney alleges that the slipping/moving of the footplate is the cause of the injury. The injury claimed within the correspondance is a fractured hip.